Manufacturer narrative:
Updated evaluation code method. Updated evaluation code results. Updated evaluation code conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and one month post implant of this mitral bioprosthetic valve, the patient's cardiologist stopped anticoagulation therapy due to the patient being in sinus rhythm. Approximately one year and three months post implant of the valve, the patient presented to the emergency room with a transient ischemic attack (tia). At this time, thrombus was noted both in the left atrium and also on the posterior leaflet of the bioprosthetic valve, causing the leaflet to be immobile. The valve was ultimately explanted and replaced with a mechanical valve. Upon explant, thrombus was noted to be covering the leaflet and the ventricle side of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted that there was sewing ring damage, which likely occurred during the explant procedure. There were blue and white multifilament sutures attached to the sewing ring, and the valve appeared slightly distorted and oval shaped. All leaflets were in the closed position with gaps between all coaptive ridges and free margins. All leaflets were stiff and thickened due to the thrombus that filled the leaflets (outflow) except at the free margins. The right (rc), left (lc) and non-coronary (nc) cusps were immobile as result of the thrombus. There were tears in the right (rc) and non-coronary (nc) cusps adjacent to the right non-coronary commissure that were associated with restricted leaflet movement due to thrombus on rc and nc cusps. The left cusp (lc) exhibited a rolled lunula. There was a thin layer of off-white pannus encapsulated the superior coaptive areas on the left right and left non-coronary commissures. There were tears in the lunula of the right (rc) and non-coronary (nc) cusps, which are likely associated with the restricted leaflet movement due to thrombus on the rc and nc cusps. Remnants of glistening off-white pannus lined the inflow sewing ring and base stitching. Thick glistening off-white pannus on the outflow sewing ring and extending to the outflow rails, encapsulating the left right and left non-coronary commissure. An unknown amount of pannus was removed during the explant procedure. Radiologic evaluation revealed no calcification on the leaflets and / or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.